Manufacturer narrative:
The investigation is ongoing.

Event description:
During a tavr procedure using a 26mm sapien 3 ultra valve via transfemoral approach, a second valve was required because upon retracting the nose cone out of the left ventricle after deployment of the first valve, the nose cone became caught on the inflow aspect of the first sapien 3 ultra valve, causing the valve to migrate aortic into the sinuses (stabilized). It appears to have been a partial shift, the non-coronary cusp side of the first valve was the only part that shifted/migrated aortic. The opposite side of the first valve remained intact with the annular plane. A second valve was prepped and implanted deeper with a great result, the patient doing well.

Manufacturer narrative:
Correction to h6; type of investigation, investigation findings, investigation conclusion. The 26mm sapien 3 ultra valve was not returned for evaluation as the valve remains in the patient. Without the device returned for evaluation, visual inspection, functional testing, and dimensional analysis were unable to be completed. The 3mensio was provided and indicated that there was tortuosity in the patient's access vessel. A device history record (DHR) review was performed and did not reveal any manufacturing non-conformances that would have contributed to the complaint event. A lot history review was performed and revealed no other complaints relating to the complaint code. The following instructions for use (IFU) were reviewed: commander delivery system with s3u, device preparation manual, and procedural training manual. Based on this review, no IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for withdrawal difficulties was unable to be confirmed due to the unavailability of the device and/or applicable imagery. As the device was not returned, engineering was unable to perform any visual, functional, or dimensional analysis; therefore, a manufacturing non-conformance was unable to be determined. A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies the complaint description states, "a second valve was required because upon retracting the nose cone out of the left ventricle after deployment of the first thv, the nose cone became caught on the inflow aspect of the first s3u, causing the thv to migrate aortic into the sinuses (stabilized)." It is possible the nosecone or balloon caught on the deployed valve during withdrawal and any excessive device manipulation may have caused the valve to migrate. Without the return of applicable imagery, there is insufficient information to determine a conclusive root cause. However, available information suggests that procedural factors (balloon caught on valve frame) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.